Event description:
Pharmacy received an email from our nursing manager that the wrong heparin flushes were stocked in our automated dispensing cabinet. Normally, the unit keeps heparin flush 10 units/ml 5 ml syringes (50 units/5ml) stocked. The unit ran out and asked the pharmacy to stock more during the day. The technician accidentally stocked heparin flush 10 units/ml 1 ml syringes. The products look nearly identical so it's easy to see how they were mixed up. Unsure how the barcode was bypassed when stocking the adc. Ref report: mw5150460. (B)(4).